Event description:
Information was received from a company representative regarding a patient receiving medication via an implantable pump for non-malignant pain. A pump, sold on (B)(6) 2014 was implanted on (B)(6) 2016, which was 38 days after the use before date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.